Manufacturer narrative:
The reason for this revision surgery was the baseplate screw broke. The length of in vivo service was over 1 year. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). This root cause for the for the broken base plate screw was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient falling and breaking the baseplate screw.